Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst indicated that telemetry was confirmed with the device at preliminary analysis.

Event description:
It was reported that the patient was experiencing weakness and numerous falls without physical harm over the previous several weeks. It was noted that approximately one month earlier, the implantable pulse generator (ipg) reach elective replacement indicator (eri) earlier than expected and the device returned to nominal settings which were not tolerated by the patient. It was then noted that the device was difficult to interrogate in the clinic. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.